Manufacturer narrative:
Unit had detached end cap.

Event description:
The customer reported via phone call that the top of the reservoir slot was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.